Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced ineffective stimulation. As a result the ipg was explanted and replaced with competitors ipg.